Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was powered on, the display froze at the six picture screen. The single board computer (sbc) printed circuit board (pcb) will be replaced. The repair of the ventilator is yet to be completed.

Event description:
It was reported that a ventilator display froze at the six picture screen. There was no patient involvement.

Manufacturer narrative:
(B)(4). The service engineer replaced the single board computer (sbc) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed. The ventilator was returned to the customer.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.